Manufacturer narrative:
One device was received for evaluation. Review of the event history log was unavailable as the pump exhibited an error code when powered on. Functional testing was able to duplicate the reported problem, error code 1210, 1260 and 1261 occurred when the pump power on. It was determined that the root cause was due to a possible defective main board. The main board was replaced. The device then passed all functional tests. The service history review had no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the product had error 1210. Event occurred before patient use, and during testing. There was no patient involvement.

Manufacturer narrative:
H3, h6: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.